Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 8/28/92 and revised on 4/11/97 because it was "inoperable" due to "fractured tubing." The physician stated that the device "would not inflate." Additionally he stated that there were no circumstances or info in the pt's history that would have contributed to this occurrence. A resipump and two cylinders were returned for eval. Examination and testing of the returned components revealed two separations/leakage sites. The first is noted in the tubing exiting the serialized outlet, adjacent to the strain relief/tube junction. Examination of the separation revealed that the first tube layer is separated, however the loss of fluid at this site indicates that a separation is present in the inner tube layer as well even though it is not visible. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. Further examination reveals an area of abrasion adjacent to the separation, proximal to the pump and two crease marks adjacent to the separation distal to the pump. The second separation/leakage site is located in cylinder #1's strain relief at the apex. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. Further examination revealed, opposite the separation, two crease marks with confined areas of abrasion surrounding them. Based on qa's examination and the info rec'd. Qa concluded that while in-vivo the serialized outlet's exiting tubing was partially kinked and abrading against itself. Additionally cylinder #1's strain relief was partially kinked and abrading against itself. Qa further confluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing and strain relief at these sites. These separations would allow the loss of fluid and render the device inoperable. However based on the info rec'd, qa is precluded from determining the sequence in which these separations occurred and from determing if one or both of these separations contributed to the reported event.

Event description:
The device was removed due to "mechanical failure - fractured tubing." As reported to co the entire device was removed and replaced with another model produced by the same MFR. 5/27/97 - upon receipt of requested info from the physician/surgeon, he stated that the device"would not inflate."